Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that during use with 5 bd vacutainer® safety-lok¿ blood collection set there was insufficient blood flow through the device. The customers treatment was impacted as there were 3 attempts to collect the blood. The following information was provided by the initial reporter: the customer stated: "the blood collection needle kit I received is faulty, I have had 5 separate needles that have not worked. The blood has went all the way down tube but does not go into the test tube?"

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported that during use with 5 bd vacutainer® safety-lok¿ blood collection set there was insufficient blood flow through the device. The customers treatment was impacted as there were 3 attempts to collect the blood. The following information was provided by the initial reporter: the customer stated: "the blood collection needle kit I received is faulty, I have had 5 separate needles that have not worked. The blood has went all the way down tube but does not go into the test tube?" H.6 imdrf annex a code: a1403.

Event description:
It was reported that during use with 5 bd vacutainer® safety-lok¿ blood collection set there was insufficient blood flow through the device. The customers treatment was impacted as there were 3 attempts to collect the blood. The following information was provided by the initial reporter: the customer stated: "the blood collection needle kit I received is faulty, I have had 5 separate needles that have not worked. The blood has went all the way down tube but does not go into the test tube?"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with 5 bd vacutainer® safety-lok¿ blood collection set blood leakage occurred. The customers treatment was impacted as there were 3 attempts to collect the blood. The following information was provided by the initial reporter: the customer stated: "the blood collection needle kit I received is faulty, I have had 5 separate needles that have not worked. The blood has went all the way down tube but does not go into the test tube?"